Manufacturer narrative:
(B)(4).

Event description:
Within 10 seconds of activating the coag tip of the plasmablade plus device, the sheathing on the outside of the tip began to melt. After being removed from the surgical field, the sales rep noted the plastic sheathing had melted to the point that the melted material started to drip. No foreign material made contact with the patient or contaminated the surgical field. The generator was set to settings coag 6-cut 6 when the issue occurred. A 3.0s device was used with the same generator to complete the case. The patient is doing well and there was no known patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.